Event description:
As reported, during a procedure on (B)(6) 2026, the sorbafix fixation device malfunctioned and the fasteners could not be fastened. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix fixation device malfunctioned and failed to fixate. Evaluation of sample finds as received the device failed to deploy fasteners. The remaining fasteners were found to be bound to the mandrel as a result of the device becoming temperature exposed. It cannot be determined if the device was exposed prior to use or during the sample return transit. Internal component review found the input clutch gear was deformed which resulted in the performance issue reported. Based on the sample evaluation probable cause for the reported failure to fixate is forces applied while in use resulting in broken gear teeth. No manufacturing anomalies were found. Review of manufacturing records confirms the product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The storage section of the IFU supplied with the device states, "store the sorbafix¿ absorbable fixation system at room temperature. Avoid prolonged exposure to elevated temperatures." And the precautions section states, "avoid excessive trigger force as this may damage the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.